Event description:
It was reported that patient presented in clinic after receiving multiple shocks. The rv lead had dislodged and was double counting. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.